Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon ruptured. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. A portion of extracorporeal tubing was cut from the iab and the remaining portion was returned. The extender tubing was also returned. . An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon ruptured. There was no patient injury reported.